Event description:
It was reported that the pump touch screen was experiencing pixel issues. In addition, the customer experienced a low blood glucose (bg) level of 32 mg/dl and lost consciousness. The customer addressed bg level with a relion glucose injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.